Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt had received high voltage therapy inappropriately for conducted atrial fibrillation. The device had also detected a similar episode as an svt. It was stated that the r wave value has been decreasing due to undersensing. The rhythms were determined to be within specification. No device or lead anomaly was observed. The system remains implanted.